Event description:
The pt presented with drainage at the pump site on (B)(6) 2011; the pt had a non-healing abdominal wound. The pump pocket was surgically revised on (B)(6) 2011. The pt recovered without sequela. The device system was used to deliver dilaudid, bupivacaine, clonidine, and baclofen.

Manufacturer narrative:
(B)(4).